Manufacturer narrative:
The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer observed a large, thick, piece of tape/foam-like material with fiber-like particles, on the bottom enclosure. A dark unknown residue was observed on the top enclosure, front panel, bottom enclosure, and rear panel. A brown unknown contaminant was observed on the bottom enclosure. A hair-like particle was observed on the front panel. A hair-like particle was observed in the blower box. A keratin-like substance was observed on the blower seal and blower box. ER-2243857(v01) addresses the issue of keratin. Evidence of liquid ingress was observed on the blower. Evidence of sound abatement foam degradation/breakdown was not observed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having difficulty in breathing . There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.